Event description:
Customer reported that there was a 911 call for high blood glucose levels. Blood glucose at the time of 911 call was 600+ mg/dl. Significant events leading to the 911 call was customer was reported to have had blood coming out of mouth and anus. Customer reported being very fatigued and passing out. Health care professional told customer he was near full cardiac arrest. Customer was wearing the pump at the time of 911 call. Customer stated that they did not receive a no delivery alert or any other alerts that indicated insulin was not delivering. Nothing further reported.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The no delivery alarm function properly during the basic occlusion test and occlusion test. Unit had minor scratched display window, cracked case at display window corner and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).